Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and not root cause determination can be made.

Event description:
It was reported that during a procedure, the catheter of the small peripheral cutting balloon broke. The "very high" stenosed lesion being treated was located in the ostia of the right popliteal artery. The access site was the left femoral with a contralateral approach. The small peripheral cutting balloon was being advanced on another manufacturer's guidewire, having advanced about 80 cm with great difficulty the shaft kinked and subsequently broke. The breakage occurred outside of the body, so no patient consequence was encountered. The procedure was completed with a difference device.